Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is legal attorney. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient underwent a revision surgery due to a broken plate and was implanted with radial plate. On (B)(6) 2017, the patient underwent a second revision surgery due to a broken radial plate that caused pain to the patient. Rupture of the plate was detected upon the patient¿s hospital visit on an unknown date. Concomitant devices: screws (part unknown, lot unknown, quantity unknown). This (B)(4) captures the second revision surgery due to a broken radial plate. Related complaint (B)(4) captures the first revision surgery due to broken plate. This report is for one (1) unknown radial plate. This is report 1 of 1 for (B)(4).